Event description:
Has not acted up for the dealer. Dealer says the user says that within a half an hour of driving the chair will stop and the wrench will flash. The user doesn't know how many times. He said the joystick was replaced 2 weeks ago and batteries also about two weeks ago.